Event description:
Boston scientific received information that this device was showing a decrease in longevity remaining (from 2.5 years 3 months ago to less than 6 months today). Technical services was consulted and discussed the change in longevity was likely due to higher outputs which could be from the device seeing noise or fusion causing automatic capture feature to change the outputs. All other measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.